Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 405 mg/dl. Troubleshooting was performed, and it was found that after the customer changed his infusion set and reservoir his blood glucose levels improved. Nothing further was reported.